Manufacturer narrative:
Upon inspection and testing of the device, the image issue (no image) was found to be due to a faulty cable. In addition, water ingress was observed inside the device, the video connector was cracked and dented, the electrical contacts of the video connector were dented, the scope mount was loose, the control unit was worn, and the cable was twisted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was displaying a distorted image. The reported issue occurred while preparing the subject device for use during an unspecified procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service found that no image was displayed. This report is being submitted for the malfunction found during evaluation of the device (no image).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 16 years since the subject device was manufactured. Based on the results of the investigation, the reported phenomenon was probably caused by communication failure which usually occurs due to twisting of the cable causing image distortion. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: - IFU warns against this event as follows: ¿·do not hit or drop the product. Failure to do so may cause the internal electric circuit of the product to be damaged due to water leakage. ·if the camera cable is rounded, do not pull it forcefully and stretch it straight gradually. Otherwise, the camera cable may be broken. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Otherwise, the camera cable may be broken. Do not use a strong force to stretch the camera cable when you wipe the outer surface of the camera cable. Otherwise, the camera cable may be broken. ·hold the camera head and operate the endoscope, not the camera cable, during use. Otherwise, the camera cable may be broken. ·do not secure the camera cable with amps, etc. Otherwise, the camera cable may be broken.¿ olympus will continue to monitor the field performance of this device.